Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right side leaking tissue expander.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. 1 cut/tear and 12 pin-sized holes. Upon initial observation a small visible cut/tear was observed on the base seam of the posterior side of the explant. A leak test was performed to indicate any other failures. During the leak test twelve pinholes were found on the anterior side. Possible striations located on the bottom pinhole on anterior side. Surgical instrument damage. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.